Manufacturer narrative:
B2 - incorrectly stated this event caused a disability or permanent damage. This is incorrect and was removed. D9 - incorrectly stated the device was returned to the manufacturer. Neither device used during the initial two tif procedures were returned to the manucaturer for evaluation.

Manufacturer narrative:
There is no allegation of device malfunctions during the prior tif procedures and the devices were not returned to endogastric solutions (egs), thus no device evaluations were performed. This is being reported because medical intervention was required to treat the patient's esophageal diverticulum to preclude permanent damage to a bodily structure or function as a result of tif fasteners incorrectly placed through the diaphragm. This is the first report of esophageal diverticulum post-tif procedure in over 26,000 procedures.

Event description:
A patient who underwent two previous tif procedures (the first in 2017 and the second in 2020), was diagnosed with esophageal diverticulum in (B)(6) 2021. A secondary diagnosis of possible achalasia was identified through manometry, though the physician is unsure if the tif procedures caused or contributed to the achalasia. No manometry was performed prior to the initial tif procedure, and a positive type 3 achalasia diagnosis after a manometry performed prior to the second tif procedure, the physician stated the diagnosis may have been due to a pseudo-obstruction or a poorly performed manometry. The patient underwent a subsequent procedure on (B)(6) 2021 where 6-7 fasteners were seen placed through the right branch of the right crus of the diaphragm. During this procedure, the fasteners were cut (i.e. Taken down), and a hiatal hernia repair, a myotomy, and a dorr fundoplication were also performed. The patient is reportedly doing well as of (B)(6) 2021 with all pre-op symptoms resolved.

Manufacturer narrative:
Updating medical device problem code (a) to only include: 2907, and 2017. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4111, and 4115.